Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 395 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests. However, there was intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).